Event description:
Event description guidant received information that this implantable lead exhibited a low shock impedance during a routine follow-up office visit. A low energy shock was delivered, exhibiting normal shock impedance (40 ohms). A maximum energy shock was subsequently delivered, and low impedance was again observed. A guidant technical services (ts) consultant discussed the possibility of a shorted condition, and recommended evaluation. No symptoms have been reported.